Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bolus was delivered without user request. Tandem technical support reviewed pump data and determined bolus was delivered due to user request, however, the contact did not acknowledge. Customer's blood glucose level was 101 mg/dl.